Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown legacy biomet abutment and the associated nanotite tm tapered certain® implant 5 x 8.5mm (nint585) were not returned. Since products have not been returned, visual/functional inspection could not be performed. A pre-existing conditions of mild tmj (temporomandibular joint dysfunction) was noted on the product experience report (per). No device item and lot number was provided for the reported loosened abutment so a device history record review and a complaint history review could not be performed. The complaint reported that the patient presented on (B)(6) 2019 with implant crown loose. Based on the evaluation, the complaint could not be verified due to limited information provided (no part and lot numbers) and no product available for further evaluation. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Brand name unknown. Item, lot and UDI is unknown. The 510k unknown.

Event description:
The clinician reported that the patient presented on (B)(6) 2019 with implant crown loose. Another attempt was made to restore the implant by removing the loose abutment and crown. It is noted that each time the movement occurred at the implant/abutment junction. This time a custom screw retained restoration was made by the laboratory to test if the restoration had good retention.